Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission for infection was reported in MFR report #2916596-2021-06184. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heartmate 3 (hm3) exchange on (B)(6) 2021 due to recurrent driveline bacterium pseudomonas. The infection was confirmed to be bacteremia and abscess formation which required IV antibiotics as well as surgical incisions and drainage. The patient was admitted from (B)(6) 2021.